Event description:
It was reported that the patient experienced itching over the implant site and was getting uncomfortable. The patient took medication to manage the itching.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks prior to the date the manufacturer became aware of the event.